Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and other chronic/intract pain (trunk/limbs). The patient reported that his first major problem with his device, it wouldn¿t recharge and it needed to be reset. The patient reported that it was charging fine on a tuesday and he woke up that friday morning, he went to adjust it because he wasn¿t feeling it and it was just dead. The patient reported that he tried to charge, but was unable to. The patient reported that the battery was overdischarged. The patient reported that he met with a manufacturer¿s representative (rep) to have the battery restarted and for the first two weeks they had the patient charging the battery every day to get the strength built back up and it would last about 5 days to a week and now he was only getting 2-4 days at most and had cut his usage down from about 20 hours a day to 12. The patient reported that he loses like 65% battery in 2-3 days. The patient reported that he used to get about 3 weeks per charge and was using it 28 hours a day. The patient reported that he had decreased the rate and pulse width and how often he was using it but was having to charge more frequently. Additional information was received from a manufacturer's representative (rep). The rep reported that the patient contacted them about the issue on (B)(6) 2017 and the patient was going to be seen on (B)(6) 2018 to check his ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the ins was replaced on (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial# (B)(4)) found no significant anomalies. The ins had good stable output on all electrode pairs, there were no issues when pressing on the ins and recharging telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.